Event description:
It was reported that the atrial lead exhibited oversensing. The oversensing amplitude was 3.75 v at 400 ms from the previous atrial paced event. Since the event was during the post-ventricular atrial refractory period, there was no inappropriate therapy.